Manufacturer narrative:
Patient information was not provided. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The z number is (B)(4). Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t was found to be contaminmated with mycobacteria chimaera. No patient information was provided. The unit will be returned to sorin group (B)(4) for deep disinfection. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t was found to be contaminmated with mycobacteria chimaera. No patient information was provided.

Manufacturer narrative:
(B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Through follow-up communication with the customer, sorin group (B)(4) learned that the unit in question (16s10029) was removed from service and the customer is now using a device from another vendor. For this reason, the customer did not return the device to for deep disinfection, as indicated in the initial report, submitted february 17, 2016. The facility ((B)(4)) reported this issue for a total of nine heater-cooler devices (see medwatch reports 9611109-2016-00093 through 9611109-2016-00101). Of these devices, three of them (16s11939 from medwatch 9611109-2016-00094, 16s11940 from medwatch 9611109-2016-00095 and 16s14994 from medwatch 9611109-2016-00097) were returned to sorin group deutschland for deep disinfection. Visual inspection of these devices identified biofilm in 16s11939 and 16s14994. Additional water testing for 16s11939 confirmed microbiological contamination. Based on the obvious biofilm identified in the water circuits of the three returned devices, sorin group (B)(4) has concluded that the users have not strictly followed the cleaning and disinfection instructions according to the current instructions for use (IFU). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As corrective action, a field safety notice was released to remind our customers about the importance of adhering to the water management and disinfection procedure outlined in the current instructions for use (IFU). Unit removed from service by customer.